Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in nozzle and control section. There were no reports patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of foreign objects in the nozzle and foreign objects in control section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.